Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. It was presumed, that the suggested event may have occurred, because cables of the circuit board and printed circuit board were not properly connected. However, while the device malfunction was confirmed, the definitive root cause for the could not be determined. Olympus will continue to monitor field performance for this device. Additional information: d9, h3, h4, h6.

Event description:
It was reported the subject device had a no image problem. The issue occurred during preparation before use for an unspecified event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.